Event description:
It was reported that a user experienced dexcom g7 glucose readings on the receiver but not on the ilet, resulting in signal loss to the ilet and cessation of automated dosing; support advised powering down the receiver, re-entering the sensor code into the ilet, restarting the ilet, and performing a supply change, after which the sensor reconnected and delivery was resumed. Symptoms included hyperglycemia with a reported peak of 400 mg/dl lasting several hours without ketone testing, professional intervention, or backup therapy. Outcomes included temporary interruption of insulin delivery and user-managed recovery after reconnection. Investigation included guided troubleshooting, device restart, sensor code re-entry, and re-pairing to restore cgm communication. Investigation of this case revealed a loss of cgm-to-ilet communication attributable to pairing issues, resolved through re-pairing and system restart, with no persistent device component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-to-device communication disruption and pairing configuration that required re-pairing and restart.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.